Event description:
It was reported that device battery depletion was indicated at 2.61 volts but there was no message of the recommended replacement time under observations and no alerts via remote transmission were triggered. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). We did receive performance data collected from the device and have analyzed the data. Battery voltage showed pre/approaching elective replacement indicator. Weekly battery voltage trend data in save to disk file (B)(4) shows minimum battery equals 2.755 to 2.626 volts between (B)(6) 2012 is just before device recommended replacement time less than or equal to 2.6251 volts. Last battery measurement equals 2.6122 v on (B)(6) 2012. The device was returned and analyzed. The device met 85% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.